Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial left knee arthroplasty on an unknown date. Subsequently, patient was scheduled for an upcoming revision procedure due to unknown reasons. Additional information received reported the patient was revised on (B)(6) 2015 due to unknown reasons.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial knee arthroplasty on an unknown date. Subsequently, patient was scheduled for an upcoming revision procedure due to unknown reasons; however, no revision has been reported to date. No further information has been provided.